Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's super capacitor was observed. The super capacitor is designed to power the device's alarms in the event of a total loss of ac and dc power. The device's super capacitor was replaced to address the issue.